Event description:
Revision surgery - during post-op care at an extended facility; the pt fell and dislocated.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after one month of patient use. The outcomes attributed to this event are hospitalization - initial or prolonged. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of by the hospital and not returned to djo surgical for examination. A review of the device history records showed this is the third complaint for this part number: one revision and two due to dislocation. This is the first complaint for this lot number. The root cause of the dislocation was not determined with confidence but most likely due to the patient falling. There is no information reported that showed a material, design, or manufacturing problem with the product. There is no indication of a product or process issue affecting implant safety or effectiveness.